Manufacturer narrative:
The subject device was sent to an olympus service center for evaluation. Device inspection and testing confirmed the device would not power on due to failure of the power unit and igniter. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during reprocessing, the subject device would not power on. The device was used to complete the intended therapeutic abdominal examination procedure. There was no report of patient or user injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that a phenomenon occurred in which power could not be supplied to the housing and it could not be started because "the power supply and igniter were out of order". The cause of the power supply and igniter failure could not be identified. Olympus will continue to monitor field performance for this device.